Manufacturer narrative:
One used sample was received for evaluation. The male insert of the double swivel elbow was examined. The male insert was noted to rotate without any resistance, and could also be manipulated back and forth within the double swivel elbow. Visual inspection revealed that the male lock ring was not seated against the double swivel elbow body. A 2mm gap was observed between the flange of the lock ring and the leaking edge of the double swivel elbow body, allowing "play" in the male insert. The sample was examined under uv light, and there was visible evidence of adhesive between the male lock ring and the double swivel elbow body. A review of the manufacturing process revealed a potential manufacturing related root cause. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6104t614 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the ventilation amount was declining after attaching the closed suction catheter to the patient. The suction catheter was replaced, and the ventilation issue stopped. The user alleges that the connection between the double swivel elbow and the male connector end was loose. There was no impact to the patient. No further information has been provided at this time.